Event description:
Per the clinic, open circuits were noted on several electrodes and the patient was experienced subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device.